Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.

Event description:
It was reported by a patient that their personal diabetes manager (pdm) would not stay charged for longer than 1 day. The patients blood glucose levels exceeded 250 mg/dl. The patient was taken to the hospital and treated with intravenous therapy with fluids and insulin. The patient was released after 2 days.